Event description:
It was reported to philips that the heartstart mrx defibrillator showed an error charge shock failure.there was no patient involvement.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed an error charge shock failure. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem could not be verified/duplicated during lab tests. No fault was found with this therapy board.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.